Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
The consumer reported that the patient had a device fail in 2004 and the leads had fallen out. There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient's indications for use included chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the lead fell out. There were no traumas, falls, or unrelated medical procedures reported. It was unknown what was done to correct the leads.